Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not have sensor programmed off during mode switch so that the ipg does not inadvertently right ventricular pace when the patient is in atrial flutter. Reprogramming occurred. The ipg remains in use. No patient complications have been reported as a result of this event.